Event description:
Related manufacturer report number: 3006705815-2024-02199 it was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. It was also reported that during the procedure, the physician diagnosed a lead fracture under x-ray. As a result, the left lead was explanted and replaced to address the issue. Effective therapy was established post-op. It is unknown which lead was fractured.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.